Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the threshold value increased during implant of the pacemaker. It was also reported the steel wire could not enter the lead and was unable to be fixed after several attempts. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.